Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer high blood glucose level was 41 mg/dl to 74 mg/dl. The customer was treated with some carbs and coffee for low blood glucose. The customer was assisted with troubleshooting. The device will be returned for analysis. Frn-unk-rsvr, unomed inf set.